Event description:
The customer reported via the sales representative that the end of the screwdriver sheared away during use. It is further reported that the broken piece was collected and removed. The customer reported that another driver was used to successfully complete the procedure.

Manufacturer narrative:
Additional information has been requested and if received will be submitted on a supplemental report.